Manufacturer narrative:
No observable defects could be found with the component itself. Measurement taken met design requirements. Co was able to review of the lot history of the subject product and it were found to be acceptable per release criteria.

Event description:
Dr reported than an implant failed due to bone loss.